Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, difficult to remove, fracture; tilt.'. Cook will reopen its investigation if further information is received. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data based on new information received: b1) adverse event to adverse event and product problem d6) implant date to (B)(6) 2013. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 5/2/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2013 due to bilateral pe. Unsuccessful retrieval attempts allegedly occurred on (B)(6) 2013, respectively. The filter was successfully removed on (B)(6) 2014. The plaintiff alleges tilt and fracture.

Event description:
Per ir ivc filter retrieval (filter retrieved), dated (B)(6) 2014, "spot images of the indwelling cook celect ivc filter demonstrates deformity and fracture of one filter arm. Two arms are missing from prior manipulation. All four legs are in place ivc venogram demonstrates no acute thrombus. The filter hook is at the top of the l2 vertebral body. Contrast flows briskly through the ivc. Images demonstrate grasping of the hook with the stiff forceps and sheathing of the entire filter. Post-retrieval ivc venogram demonstrates no acute injury to the ivc. There is no acute thrombus or extravasation. Scant residual scar tissues is noted. Contrast flows briskly through the ivc. Post-retrieval inspection of the ivc filter demonstrates fracture and deformity of one of the arms of the filter. Two arms are missing from prior manipulation. All four legs are in tact. Spot radiographs of the chest demonstrate two linear radiopaque fragments projecting around the right inferior hilum. The more superior fragment appears shorter than the inferior one, suggesting that it may represent a portion of the arm that is fractured on the removed filter. Right pulmonary arteriogram demonstrates no evidence of thrombus. The two filter fragments are again noted. Images demonstrate complex snare retrieval of the more superior fragment. Right inferior lobe segmental arteriograms and right inferior lobar arteriogram demonstrate the vessel in which the remaining filter arm was lodged. The vessel had an acute angle coming medially off of the right inferior lobar pulmonary artery. Images demonstrate sequential complex snaring of the remaining filter arm. Post retrieval right pulmonary arteriogram demonstrates no evidence of acute injury or acute thrombus. Successful complex retrieval of an embedded and fractured celect ivc filter."

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.